Manufacturer narrative:
Approximated blades on the date the manufacturer become aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14316741.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well and the pain areas were covered during the post operation programming. The explanted devices were not returned due to hospital policy.